Event description:
A malfunction alarm was reported with the code malf 16. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump.